Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, 19mm sjm regent heart valve w/ flex cuff was chosen for a procedure. The valve was implanted. After the implantation, it was noted that the mechanical lobe had limitations in mobility. The patient was placed back on cardiopulmonary bypass, the valve was explanted, and a new 19mm sjm regent heart valve w/ flex cuff was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
It was reported that after the implantation of valve the mechanical lobe had limitations in mobility. The patient was placed back on cardiopulmonary bypass and the valve was explanted. No anomalies were found with the valve leaflets when analyzed at abbott, and functional testing at the time of manufacturing indicated the valve functioned normally. The top rim of the valve contained small minor chipped damages. Both leaflets were able to fully open and close with no resistance occurring when analyzed upon return to abbott. The functional testing confirmed that hydrodynamic parameters of effective orifice area and regurgitation fraction met the product requirements. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.